Event description:
A pediatric pt has been receiving cvvhdf treatment for several days when she "coded". Chest compressions were performed and the pt's cardiac rhythm resumed. During the resuscitation, the pt fluid removal rate was decreased to 0 ml/min, and treatment continued. Following resuscitation, treatment continued on the same machine with new filter sets for the next 17 days. The cause of the cardiac arrest is not known, the machine was inspected 17 days later and found to be operating within manufacturer's specification. The extracorporeal circuit and the dialysate and replacement solution were discarded and not available for analysis.

Manufacturer narrative:
The dialysate used at the time of this event was discarded and not available for analysis. The dialysate formula and lot number remain unk. A review of the history records for the lot numbers of dialysate recently purchased by this customer will be performed to determine if there have been any other similar adverse events. The machine involved in this event remained in use for 17 days following the event and was then inspected and found to be operating within specification. The other disposables used at the time of this event were discarded and not available for inspection.